Event description:
The nurse manager of the hospital reported that this IV extension set had disassembled during use on (B)(6) 2012. She said the pt was an infant who was receiving tpn (total parenteral nutrition) when the set came apart at the first t-site from the distal end of the set. She reported that the baby had minimal blood loss due to the incident, but is currently doing okay. The device was returned to the MFR for analysis. No further info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc., has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc., defers to the pt's physician regarding medical history.